Manufacturer narrative:
Citation: rehman h et al. Transcatheter valvular interventions in 2017: some things old, some things new! Curr opin cardiol. 2018 jul;33(4):363-368. Doi: 10.1097/hco.0000000000000531. Earliest date of publish used for event date (month and year valid). No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without the return of the product, no definitive conclusion can be made regarding the clinical observations. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding an examination of some of the major studies on transcatheter heart valve interventions and the potential for implications on clinical practice and future research. All data were collected from a meta-analysis review of studies published in 2017. The overall study population included an unspecified number of patients (demographics not provided), an unidentified number of which were implanted with medtronic core valve bioprosthetic valves (no serial numbers provided). Among all transcatheter aortic valve replacement (tavr) patients, the all-cause and cardiovascular mortality rates between 30 days and 2 years post implant were discussed. It was also noted that deaths occurred following onset and treatment of leaflet thrombosis. No other details were reported. Multiple manufacturers were noted in the literature; based on the available information, medtronic product was not directly associated with the deaths. Among all tavr patients, adverse events included: need for permanent pacemaker, valve-in-valve procedure, implantation of 2 transcatheter valves, conversion to surgical aortic valve replacement, aortic root injury, stroke (disabling and non-disabling), transient ischemic attack, new onset atrial fibrillation, deep implant (observed with core valve), leaflet thrombosis requiring surgical procedure, subclinical leaflet thrombosis, reduced or immobile leaflet motion, major vascular complications (no other specifics provided), moderate-severe residual paravalvular leak, aortic stenosis and/or regurgitation, aortic valve gradients greater than 20 mmhg, and cardiogenic shock. Based on the available information, medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.